Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) was unable to perform the detect and treat test.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) is complete. The reported problem (unable to perform detect and treat) was confirmed. As received, the electrode belt failed incoming testing. Upon evaluation, the cable connecting the distribution node (dn) to rear therapy pad (te) was pulled from the strain relief. The cause of the test failure was pulled dn to rear te cable cannot be positively identified. No adverse event resulted from the damaged belt.